Event description:
The user facility reported that the device was activating on its own during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.